Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the shafts of both extracted screws were observed in somewhat bowed bending condition. The extraction surgery was performed as bone fusion was achieved. There are no pieces in the patient. The surgeon confirmed by x-ray. Patient outcome is reported as stable.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. D4: the gtin and UDI not available in ecm therefore, field was kept blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent unknown surgery with lcp-df plate for distal femur fracture. On (B)(6) 2024, two of screws could not be extracted from the plate, and then, each of its head portion were removed. Both of remaining parts of the shaft one was removed by a screw for removal use. The revision surgery was completed approximately 40 minutes successfully. Patient status/ outcome: reported stable. No further information is available. This report is for one (1) cann-lockscr ã¸5 l75 tan this is report 2 of 2 for complaint (B)(4).